Event description:
Caller reported that their pump screen was not turning on and remained dark. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to attempt troubleshooting steps, including pressing the button on the pump and connecting it to a power source, but these efforts were unsuccessful. Consequently, technical support arranged for the replacement of the pump and the customer was instructed to use multiple daily injections (mdi) as a backup therapy.